Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had dropped to 20 mg/dl. The customer did not have a pulse at the time that the paramedics arrived and that they administered intravenous treatment through a bone in her leg. The customer declined helpline assistance.